Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the instrument tracker was attached to the 70 degree suction. The tip of the suction was placed in the divot on the patient tracker to verify. The fusion was not detecting the tracker at all. Tried several times and then switched to a different instrument tracker. The new one was detected on the screen and eventually registered the instrument. This caused less than one hour of delay and had no impact on patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A05, a0709: not detecting tracker f1908: less than one hour delay to the procedure f26: no patient impact h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.